Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Device was discarded by hospital.

Manufacturer narrative:
Part not returned for visual or functional examination. However, functional testing has been previously performed as part of the validation testing for this product line and found the implant to sufficiently resist migration as designed. The manufacturing records could not be review, as the lot number was not provided. Cage migration has been well reported in the literature and has been ascribed to factors such as the lack of pedicle screw fixation, improper preparation of the vb endplates, small cage size, and posterior positioning of the implant (see reference listed below). The probable underlying root cause for the reported event is most likely one of those factors as the implant looks to be in fair to good condition. Chen l, yang h, tang t: cage migration in spondylolisthesis treated with posterior lumbar interbody fusion using bak cages. Spine 30:2171-2175, 2005 uzi ea, dabby d, tolessa e, finkelstein ja: early retropulsion of titanium-threaded cages after posterior lumbar interbody fusion: a report of two cases. Spine 26:1073-1075, 2001

Event description:
It was reported that a revision surgery occured due to implant migration. Patient outcome: not known.